Event description:
In 5/97, during removal of nonfunctioning port, the catheter broke. They were able to remove it without difficulty. No pt injury was reported to have occurred.

Manufacturer narrative:
Implicated product is a plastic dual port with a 10.0 fr. Attachable open-ended catheter in a percutaneous introducer system. Product received for evaluation is two individual loose segments of dual lumen open-ended tubing and a plastic (metal port stem) dual port. Viewing port from above with stem facing examiner, left side port has significant scartch and gouge trauma to hard plastic port body and silicone septum. Shorter of two loose tubing segments measures 2.95 inches long and is identified as a proximal segment by one end containing impressions from a port stem. Second loose tubing segments measures 5.5 inches long and is determined to be distal section by MFR off-set distal orifices. Orifice at the distal tip of the proximal segment as well as proximal end of distal segment are flattened and elliptical. Depth markers are clearly printed on tubing segments' outer diameter. No cath-lock is included with complaint sample. A lot history review reveals no related manufacturing issues and no similar complaints for this lot. Attempts to microscopically (23x) demostrated a match between severed ends of catheter tubing reveals a gradual narrowing and flattering of outer diameter near each broken end, however, a good match cannot be ascertained. Magnified views of proximal end of distal tubing segment reveals a heavily broken and jagged edge with an uneven, rough face. Distal tip of proximal segment has a uneven, rough face also, however, edge is well-defined and regular. This damage is consistent with blunt trauma caused by compression fracture. Incosistencies in broken tubing ends suggests the bones partially severed tubing and continued to damage only one orifice by skeletal motion. Measurements of cross-section of elliptical orifices is taken using a calibrated microscopic micrometer. Proximal segment's distal tip measures 0.152 x 0.096 inches. Distal segment's proximal end measures 0.155 x 0.90 inches. Average diameter of 10.0 fr. Open-ended tubing as established by MFR is 0.124 inches. No damage to tubing outer diameter is noted. Under 5x magnification gouge and scratch damage in port are limited to area between 6 and 8 o'clock in left port septum and encompass silicone septum, a plastic wall and exterior port base. Due to number and severity of gouges, they are probably caused by surgical clamps during device explantation rather than access difficulty. Few needle puncture sites are noted in either septum. Complaint of catheter breakage is confirmed. It should be recorded as user-related. Damage found on catheter tubing is consistent with clavicle/first rib compression fracture. This is a complication associated with medial insertion of catheter in subclavian vein. Clavicle bone compresses catheter tubing with a scissoring action against another hard, rough surface, first rib, until tubing fails. This is a risk against which bard warns user in its instructions for use.